Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported that on (B)(6), 2014 at approximately 5:00 p.m., she experienced symptoms described as dizziness, dry mouth, and nausea. Customer attempted to test using her adc blood glucose meter but was unsuccessful due to the meter not powering on with button press or test strip insertion. Customer self-presented to a local hospital where she was given an unspecified "shot" of medication. No additional information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.